Event description:
It was learned through implant patient registry and medical records that a patient with a 21 mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 2 months due to calcification, degeneration, thrombosis, and severe paravalvular leak. Patient presented with dyspnea on exertion and chest pain. The explanted valve was replaced with a 19 mm 11500a inspiris resilia aortic valve. Patient was transferred to ICU in critical condition per medical records, the patient presented with a history of 3 to 4 months of dyspnea on exertion and shortness of breath, with more recent development of chest pain. Echo showed severe prosthetic aortic stenosis, moderate aortic insufficiency, mild-moderate mitral regurgitation, moderate tricuspid regurgitation, moderate pulmonary hypertension, severe paravalvular leak. The patient underwent redo aortic valve replacement. Intraoperatively, the aortic valve demonstrated structural valve deterioration with severe calcified thrombotic material on the leaflets and no obvious signs of infection or vegetation. 21 mm 3300tfx aortic valve was explanted and 19 mm 11500a valve was implanted. Post bypass echo demonstrated good prosthetic seating and function, no paravalvular leaks. Lv function was well preserved with no new wall motion abnormalities. Postoperatively, the patient was transferred to ICU in critical condition yet stable condition edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7 to 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and coronary artery disease, coronary artery bypass graft, diabetes mellitus, hyperlipidemia, tobacco abuse. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi detector computed tomography (mdct) valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. This event will be included in ongoing monitoring and trending . Neither a product risk assessment (pra) nor corrective or preventive actions (CAPA/scar) are required at this time because no triggers are met. Based on the information available, the most likely cause is patient factors including diabetes mellitus and tobacco abuse. DHR was not performed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.